Manufacturer narrative:
The last probnp calibration performed on (B)(6) 2022 was within specifications. The last troponin t calibration performed on (B)(6) 2022 was within specifications. The last hcg stat calibration performed on (B)(6) 2022 was within specifications. The customer only provided qc recovery after the event. The provided qc recovery for troponin t and probnp was out of range-low. The customer did not run the hcg qc after the event occurred. The customer stated qc recovery was acceptable prior to the event. The cumulative alarm trace was provided instead of the daily alarm trace. The trace contained a "sample volume insufficient or clot pip." Error. This is an indicator of possible poor sample quality. The field service engineer (fse) inspected the analyzer and found no cause for the issue. The fse returned the analyzer and checked the integrity of the acrylic blocks and the voltages of the sample and reagent probes. He performed mechanical and instrument checks with successful results. The customer performed calibration and qc with successful results. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable probnp ii (probnp ii), elecsys troponin t gen. 5 stat assay ver. 2 elecsys hcg stat test system results from 9 samples from 6 patients tested on the cobas e 411 rack. The reporter stated that the qc was in prior to the questionable results, but then they started having calibration and qc issues. The patient samples were rerun on their other e 411 and discrepancies were noted. The initial results were reported outside of the laboratory. The repeat results from the other e 411 were deemed correct. Please refer to "(B)(6)" in the medwatch for the patient samples' initial and repeat results. The probnp reagent lot number is 63070301. The expiration date is 31-aug-2023. The troponin t reagent lot number is 63480601. The expiration date is 30-sep-2023. The hcg reagent lot number is 62829301. The expiration date is 31-oct-2023.